Event description:
It was reported that the patient's right ventricular (rv) lead exhibited an abrupt increase in threshold measurements and the thresholds are now high. The patient experienced diaphragmatic muscle stimulation and intercostal nerve stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.